Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: the reported low speed alarms were confirmed through the review of the log files submitted by the account. Based on experience with the hmii lvas and similar reported events, the hazard alarms and pump stoppage that occurred while the patient was supported by the power module could be indicative of driveline damage. However, no damage was identified through the examination of the distal end of the patient¿s driveline. The submitted log files contained data from (B)(6) 2019 through (B)(6) 2019. On (B)(6) 2019 at 02:16:58, the pump appears to struggle to maintain a speed above the low speed limit with pump speed briefly dropping to 5870 rpm, triggering a low speed advisory alarm. Then on (B)(6) 2019 at 01:43:57, the pump again struggles to maintain a speed above the low speed limit, triggering multiple low speed and low flow alarms as well as a pump stoppage at 03:35:23. All low speed and pump stoppage events occurred while the system was supported by the power module. The alarms appear to resolve when the patient switches to battery power. The submitted log files also captured the events of the patient¿s driveline repair on (B)(6) 2019. No atypical alarms or events were captured in the approximately 12 hours of data recorded post-repair. Approximately 17" of the driveline ((B)(6)) was returned. The proximal 4¿ of the driveline was returned with the silicone jacket and clear bionate layer removed and the metal braided shield pushed back distally. The metal connector pins and bend relief were unremarkable. An electrical continuity test of the returned portion of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. The silicone jacket and clear bionate layers were in good condition and appeared unremarkable. Minor wear of the metal braided shield was observed approximately 2.5¿ to 6.0¿ from the metal connector. Visual inspection of the underlying wires found them to be unremarkable. Microscopic inspection of the wires revealed no areas of damage along the length of the driveline. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The current heartmate ii lvas discusses pump speed, power, flow , and pulsatility index in section 1, ¿introduction¿. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller and the proper actions associated with them. This section also provides information on driveline care and cleaning. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The current heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented for routine visit. On (B)(6) 2019, it was discovered that the patient had recurrent low speed advisories. The patient and his wife could not recall if he was on batteries that night or ac power. The log file analysis showed one pump stop event and 15 low speed advisories. Speed drops were as low as 0 rpm. 2 ungrounded patient cables were ordered. The x-rays were submitted and unremarkable. On 16dec2019, technical services arrived on site for external percutaneous lead repair. The percutaneous lead replacement was performed approximately 6 inches from exit site. No issues were noted after the patient was back on the grounded patient cable. Another log file was submitted after the percutaneous lead repair. There were no low speed advisories, which was seen on initial diagnosis. No further information was provided.